Event description:
It was reported that the patient underwent an initial implantation approximately four (4) years and six (6) months ago. Subsequently, it was noted post-operatively that the tm modular peg of the glenoid penetrated the poly liner and protruded. The patient underwent a revision approximately four (4) years and five (5) months post-implantation where the initial plan was to convert from a tsa to rtsa; however, due to metallosis and severe bone resorption, implanting a glenoid implant was unable to occur. Therefore, bone was harvested from the ilium and used for a bone graft at the site of the resorption. It is noted the patient was very active, in which this event has caused post-op management difficult. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 118001; lot# j7061058. Item# sagl2043; lot# 64813358. Item# sagp0002; lot# 64783943. G2: foreign - event occurred in japan. H6: proposed component code - mechanical (g04) - head. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.